Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulvovaginal pain and dermatitis acneiform. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstruation issues / abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), rash papular ("red bumps"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("alopecia"), infection ("infections"), tooth disorder ("dental problems") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the abdominal pain, hypersensitivity, dyspareunia, alopecia, infection, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, rash papular, migraine, tooth disorder, nausea, dysmenorrhoea, vaginal discharge, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash papular, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded then both tubes are occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes, mood swings, abnormal bleeding (vaginal), depression, mental anguish, rashes or skin conditions type: red bumps, migraines / headaches, dental problems, nausea, dysmenorrhea (cramping), vaginal discharge, weight gain, abdominal pain. Previously reported "menstruation issues" was further specified as menorrhagia. Concomitant disease were added. She underwent a hysterectomy and salpingectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and overweight. Concurrent conditions included vulvovaginal pain, dermatitis acneiform, endometriosis of ovary, type 2 diabetes mellitus, hypertension, obesity, adenomyosis, uterine fibroid, uterine bleeding, diabetes, blood pressure high and high cholesterol. Concomitant products included lisinopril, metformin and simvastatin. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes: describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstruation issues / abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), rash papular ("red bumps"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and headache ("headache ") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("alopecia"), infection ("infections") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the abdominal pain, hypersensitivity, dyspareunia, alopecia, infection, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, rash papular, migraine, tooth disorder, nausea, dysmenorrhoea, vaginal discharge, weight increased, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash papular, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was successfully occluded; on (B)(6) 2009: results: both tubes are occluded; on (B)(6) 2009: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: results: negative. On (B)(6) 2018: surgical pathology reports: clinical history: fibroids, chronic pelvic pain, dysmenorrhea. Gross description: the container is designated as uterus, cervix, and bilateral tubes. The specimen consists of a uterus with attached cervix and bilateral fimbrioted fallopian tubes. The uterus and cervix weighs 148 gm and measures 10.5 cm fundus to ectocervix, 5.0 cm cornu to cornu and 4.8 cm anterior to posterior. The uterus is slightly distorted and has pink-tan serosa. The cervix is 4.6 cm in length and 3.7 cm in diameter. The ectocervical mucosa is pale pink and displays a 2.1 x 0.5 cm os. The endocervical canal is patent. The 5.0 x 2.6 cm endometrial cavity is lined by slightly hemorrhagic and sloughing endometrium that is 0.2 cm thick. The myometrium is pink-tan, striated and up to 2.5 cm thick. There are three white, whorled, rubber intramural nodules, 0.3-2.0 cm. The left tube is 11 cm in length and 0.4 cm in diameter. The right tube is 11.2 cm in length and 0.5 cm in diameter. Both have pink-tan, focally ragged serosa and within the lumen, at its attachment point to the uterus, is a metallic coil. The fimbria of the left tube. The fimbria of the left tube has a 0.5 cm serous fluid filled cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspreunia, dysmenorrhea, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received. Lab data added. Concomitant medication and condition added. Event headache were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. 628085-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and overweight. Concurrent conditions included vulvovaginal pain, dermatitis acneiform, endometriosis of ovary, type 2 diabetes mellitus, hypertension, obesity, adenomyosis, uterine fibroid, uterine bleeding, diabetes, blood pressure high and high cholesterol. Concomitant products included lisinopril, metformin and simvastatin. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes: describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstruation issues / abnormal bleeding (menorrhagia)"), rash papular ("red bumps"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("alopecia"), infection ("infections"), depression ("depression"), anxiety ("mental anguish"), tooth disorder ("dental problems"), urinary tract infection ("urinary problems - urinary tract infection"), cystitis ("bladder problem - bladder infection") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract infection and vaginal infection had resolved and the abdominal pain, hypersensitivity, dyspareunia, alopecia, infection, mood swings, menorrhagia, depression, anxiety, rash papular, migraine, tooth disorder, nausea, dysmenorrhoea, vaginal discharge, weight increased, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash papular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff revived treatment for pain, bleeding , bladder, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was successfully occluded; on (B)(6) 2009: results: both tubes are occluded; on (B)(6) 2009: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: results: negative. On (B)(6) 2018: surgical pathology reports: clinical history: fibroids, chronic pelvic pain, dysmenorrhea. Gross description: the container is designated as uterus, cervix, and bilateral tubes. The specimen consists of a uterus with attached cervix and bilateral fimbrioted fallopian tubes. The uterus and cervix weighs 148 gm and measures 10.5 cm fundus to ectocervix, 5.0 cm cornu to cornu and 4.8 cm anterior to posterior. The uterus is slightly distorted and has pink-tan serosa. The cervix is 4.6 cm in length and 3.7 cm in diameter. The ectocervical mucosa is pale pink and displays a 2.1 x 0.5 cm os. The endocervical canal is patent. The 5.0 x 2.6 cm endometrial cavity is lined by slightly hemorrhagic and sloughing endometrium that is 0.2 cm thick. The myometrium is pink-tan, striated and up to 2.5 cm thick. There are three white, whorled, rubber intramural nodules, 0.3-2.0 cm. The left tube is 11 cm in length and 0.4 cm in diameter. The right tube is 11.2 cm in length and 0.5 cm in diameter. Both have pink-tan, focally ragged serosa and within the lumen, at its attachment point to the uterus, is a metallic coil. The fimbria of the left tube. The fimbria of the left tube has a 0.5 cm serous fluid filled cyst. This lot 628085 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. 628085-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and overweight. Concurrent conditions included vulvovaginal pain, dermatitis acneiform, endometriosis of ovary, type 2 diabetes mellitus, hypertension, obesity, adenomyosis, uterine fibroid, uterine bleeding, diabetes, blood pressure high and high cholesterol. Concomitant products included lisinopril, metformin and simvastatin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes: describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstruation issues / abnormal bleeding (menorrhagia)"), rash papular ("red bumps"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("alopecia"), infection ("infections"), depression ("depression"), anxiety ("mental anguish"), tooth disorder ("dental problems"), urinary tract infection ("urinary problems - urinary tract infection"), cystitis ("bladder problem - bladder infection") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract infection and vaginal infection had resolved and the abdominal pain, hypersensitivity, dyspareunia, alopecia, infection, mood swings, menorrhagia, depression, anxiety, rash papular, migraine, tooth disorder, nausea, dysmenorrhoea, vaginal discharge, weight increased, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash papular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff revived treatment for pain, bleeding , bladder, urinary problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was successfully occluded; on (B)(6) 2009: results: both tubes are occluded; on (B)(6) 2009: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: results: negative. On (B)(6) 2018: surgical pathology reports: clinical history: fibroids, chronic pelvic pain, dysmenorrhea. Gross description: the container is designated as uterus, cervix, and bilateral tubes. The specimen consists of a uterus with attached cervix and bilateral fimbriated fallopian tubes. The uterus and cervix weighs 148 gm and measures 10.5 cm fundus to ectocervix, 5.0 cm cornu to cornu and 4.8 cm anterior to posterior. The uterus is slightly distorted and has pink-tan serosa. The cervix is 4.6 cm in length and 3.7 cm in diameter. The ectocervical mucosa is pale pink and displays a 2.1 x 0.5 cm os. The endocervical canal is patent. The 5.0 x 2.6 cm endometrial cavity is lined by slightly hemorrhagic and sloughing endometrium that is 0.2 cm thick. The myometrium is pink-tan, striated and up to 2.5 cm thick. There are three white, whorled, rubber intramural nodules, 0.3-2.0 cm. The left tube is 11 cm in length and 0.4 cm in diameter. The right tube is 11.2 cm in length and 0.5 cm in diameter. Both have pink-tan, focally ragged serosa and within the lumen, at its attachment point to the uterus, is a metallic coil. The fimbria of the left tube. The fimbria of the left tube has a 0.5 cm serous fluid filled cyst. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: company causality comment updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. 628085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and overweight. Concurrent conditions included vulvovaginal pain, dermatitis acneiform, endometriosis of ovary, type 2 diabetes mellitus, hypertension, obesity, adenomyosis, uterine fibroid, uterine bleeding, diabetes, blood pressure high and high cholesterol. Concomitant products included lisinopril, metformin and simvastatin. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes: describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstruation issues / abnormal bleeding (menorrhagia)"), rash papular ("red bumps"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("alopecia"), infection ("infections"), depression ("depression"), anxiety ("mental anguish"), tooth disorder ("dental problems"), urinary tract infection ("urinary problems - urinary tract infection"), cystitis ("bladder problem - bladder infection") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract infection and vaginal infection had resolved and the abdominal pain, hypersensitivity, dyspareunia, alopecia, infection, mood swings, menorrhagia, depression, anxiety, rash papular, migraine, tooth disorder, nausea, dysmenorrhoea, vaginal discharge, weight increased, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash papular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff revived treatment for pain, bleeding , bladder, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was successfully occluded; on (B)(6) 2009: results: both tubes are occluded; on (B)(6) 2009: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: results: negative. On (B)(6) 2018: surgical pathology reports: clinical history: fibroids, chronic pelvic pain, dysmenorrhea. Gross description: the container is designated as uterus, cervix, and bilateral tubes. The specimen consists of a uterus with attached cervix and bilateral fimbrioted fallopian tubes. The uterus and cervix weighs 148 gm and measures 10.5 cm fundus to ectocervix, 5.0 cm cornu to cornu and 4.8 cm anterior to posterior. The uterus is slightly distorted and has pink-tan serosa. The cervix is 4.6 cm in length and 3.7 cm in diameter. The ectocervical mucosa is pale pink and displays a 2.1 x 0.5 cm os. The endocervical canal is patent. The 5.0 x 2.6 cm endometrial cavity is lined by slightly hemorrhagic and sloughing endometrium that is 0.2 cm thick. The myometrium is pink-tan, striated and up to 2.5 cm thick. There are three white, whorled, rubber intramural nodules, 0.3-2.0 cm. The left tube is 11 cm in length and 0.4 cm in diameter. The right tube is 11.2 cm in length and 0.5 cm in diameter. Both have pink-tan, focally ragged serosa and within the lumen, at its attachment point to the uterus, is a metallic coil. The fimbria of the left tube. The fimbria of the left tube has a 0.5 cm serous fluid filled cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet revived, essure lot number, event outcome, rcc added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. 628085-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and overweight. Concurrent conditions included vulvovaginal pain, dermatitis acneiform, endometriosis of ovary, type 2 diabetes mellitus, hypertension, obesity, adenomyosis, uterine fibroid, uterine bleeding, diabetes, blood pressure high and high cholesterol. Concomitant products included lisinopril, metformin and simvastatin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes: describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstruation issues / abnormal bleeding (menorrhagia)"), rash papular ("red bumps"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("alopecia"), infection ("infections"), depression ("depression"), anxiety ("mental anguish"), tooth disorder ("dental problems"), urinary tract infection ("urinary problems - urinary tract infection"), cystitis ("bladder problem - bladder infection") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract infection and vaginal infection had resolved and the abdominal pain, hypersensitivity, dyspareunia, alopecia, infection, mood swings, menorrhagia, depression, anxiety, rash papular, migraine, tooth disorder, nausea, dysmenorrhoea, vaginal discharge, weight increased, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash papular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff revived treatment for pain, bleeding , bladder, urinary problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was successfully occluded; on (B)(6) 2009: results: both tubes are occluded; on (B)(6) 2009: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: results: negative. On (B)(6) 2018: surgical pathology reports: clinical history: fibroids, chronic pelvic pain, dysmenorrhea. Gross description: the container is designated as uterus, cervix, and bilateral tubes. The specimen consists of a uterus with attached cervix and bilateral fimbrioted fallopian tubes. The uterus and cervix weighs 148 gm and measures 10.5 cm fundus to ectocervix, 5.0 cm cornu to cornu and 4.8 cm anterior to posterior. The uterus is slightly distorted and has pink-tan serosa. The cervix is 4.6 cm in length and 3.7 cm in diameter. The ectocervical mucosa is pale pink and displays a 2.1 x 0.5 cm os. The endocervical canal is patent. The 5.0 x 2.6 cm endometrial cavity is lined by slightly hemorrhagic and sloughing endometrium that is 0.2 cm thick. The myometrium is pink-tan, striated and up to 2.5 cm thick. There are three white, whorled, rubber intramural nodules, 0.3-2.0 cm. The left tube is 11 cm in length and 0.4 cm in diameter. The right tube is 11.2 cm in length and 0.5 cm in diameter. Both have pink-tan, focally ragged serosa and within the lumen, at its attachment point to the uterus, is a metallic coil. The fimbria of the left tube. The fimbria of the left tube has a 0.5 cm serous fluid filled cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: update of information (batch is not valid). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.